Event description:
Event description boston scientific received information that this right ventricular lead micro-disloded resulting in a loss of capture. The lead was surgically abandoned and replaced.